Manufacturer narrative:
Device passed displacement and active current measurement tests; it failed sleep current measurement, and self tests. The vibrator did not vibrate during the self test when it was supposed to. Upon further examination of the interior of the unit, the bottom of the battery compartment was rusty. The battery board was corroded. In addition to this, electrical board was corroded as well especially in the area of the battery connectors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 18.9 mmol/l at the time of the incident. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.